Manufacturer narrative:
The device was evaluated and the reported malfunction was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a ECG analysis on a female pt, the device's ECG rhythm displayed by the device was very noisy and unreadable. Complainant indicated that the pt suffered cardiac arrest while waiting for preparation of obtaining another device. Complainant indicated that the pt subsequently expired.